Event description:
(B) (6) clinical study. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The target lesion was located in the mid left anterior descending (mid lad) artery. The physician implanted a 3.50x12mm liberte bare stent in the target lesion. The lesion was post dilated. The patient returned in (B) (6) 2008 to treat restenosis of the mid lad. The 3.5x13mm lesion was 80% stenosed with mild calcification and tortuosity. The lesion was treated with a 3.5x18mm promus stent. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)